Event description:
The customer ran a blood glucose test on her contour link meter. The reading was 31mg/dl. She ate and then minutes later re-ran her test with readings of 32mg/dl and lo. She ate again and ran her blood test on a different meter. The reading was over 300mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips were sent to the customer